Manufacturer narrative:
(B)(4) according to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2016. According to the complainant, during the procedure, when the physician attempted to deploy the stent into the bile duct, it did not release from the introducer and started to wrinkle. The physician eventually managed to deploy the stent with the use of forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".